Event description:
It was reported that they received error code 1. No case information was known. The customer wants to do more troubleshooting before deciding how to proceed.

Manufacturer narrative:
Evaluation summary: based upon the inquiry information received visual and functional examination: the analysis site confirmed the customer complaint and found that the unit gave the error 1 code when booting up. To correct this, the analysis site replaced the main pcba. After all services were completed, the unit passed all diagnostic and functional tests.